Event description:
The customer reported that the jaws of the device would not open after closing on tissue. There was a tear in the vessel when the device was removed. The pt lost 700 cc in blood and the procedure was converted to open. A second device was used to seal the vessel and the pt has recovered.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.